Manufacturer narrative:
Although multiple attempts were to made to obtain information, a review of the data did not identify the alleged runs on the day in question. It only showed a few scfa runs with sars-cov-2 detected results for sn (B)(4) from (B)(6) which all appear to be true positives. Further investigation of the material number did not indicate any product problem. The customer¿s allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer reported several false positives when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system. Although requested, it could not be confirmed how many samples were impacted. Accordingly, 1 MDR will be filed to address the customer allegation. Additionally, no information was provided regarding which targets were positive, whether any repeat testing was performed, or if the results were reported to medical personnel. To date, no patient harm or injury is alleged. An investigation was conducted to evaluate the customer¿s allegation.